Event description:
Reportable based on device analysis completed on 08-dec-2014. It was reported that crossing difficulties were encountered.  The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 20 x 2.25mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The tip outer diameter was within specification. The stent was damaged. At the proximal end the stent struts were raised and misaligned. It was also noted that several struts along the length of the stent were also bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. The distal section of the shaft polymer extrusion was kinked at various positions along its length. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).